Manufacturer narrative:
No product will be returned. The photo provided by the customer shows a filter (adult) filled with light pink tinted fluid held above a gauze in which the gauze had the same colored fluid residue around the areas of the filter's two vent. The filter's vents (from photo) looked to be wetted/compromised. The root cause of this failure was not identified.

Event description:
It was reported that the patient received 4 days of epoch continuous infusion. When the patient returned to the facility to switch out the epoch bag, the nurse noticed the chemo drug leaked onto the gauze that was wrapped around the filter. The epoch volume was 528ml over 24 hours at 22ml/hr rate. The chemo bag was changed daily with new tubing and a new filter each day. The primary tubing set used was a nonbd set. There was no visible leakage during the preparation process. The finished product looked normal without any visible leakage on the tubing nor on the filter. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the patient received 4 days of epoch continuous infusion. When the patient returned to the facility to switch out the epoch bag, the nurse noticed the chemo drug leaked onto the gauze that was wrapped around the filter. The epoch volume was 528ml over 24 hours at 22ml/hr rate. The chemo bag was changed daily with new tubing and a new filter each day. The primary tubing set used was a nonbd set. There was no visible leakage during the preparation process. The finished product looked normal without any visible leakage on the tubing nor on the filter. There was no harm.